Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error described was caused by a hardware defect as the control module of the patient table (tcm) was defective. This was caused by a problem in the universal profinet board, which is the interface to the system. This error initially caused all movements to be stopped and the user was shown a corresponding message on the system informing him of the unavailability of the tcm. Instructions were given to press and release the emergency stop. The corresponding instructions are described in the user manual (IFU) for such cases. This procedure switches the operation of the system to an alternative pilot module (touch control module), which allows further, but reduced, operation. In this status, radiation is still possible, but movements are only possible at a reduced speed. The user will regain full functionality only after the tcm has been replaced. After exchange of the tcm by the service organization, the system was returned to normal operation. The error has not been reported again. A general systematic error could not be detected by the investigation. Therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an emergency procedure, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.